Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed signs of abrasion on the housing of the ICD. Besides that, nothing unusual was noted noticed. The ICD was subjected to an electrical analysis. Confirming the clinical observation the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include -but are not limited to- a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR. After an implantation period of about 42 months, that the ICD could not be interrogated after dft testing had been performed. The lead was explanted and returned to biotronik for analysis. The ICD was also returned for analysis. No adverse patient side effects have been reported.